Event description:
This report is based on information provided by philips remote service engineers and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the power cable pin on the loan tempus monitor¿s base is also broken. There was no reported patient involvement, therefore no health consequences or impact.